Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was performed and found no issues during the original build. Because the pump was not returned mmdg was not able to investigate or confirm the complaint. This report will be updated if the pump is returned to mmdg.

Event description:
The initial reporter stated that the "pump stops in the middle of feed, and sometimes alarm". They stated that they haven't noticed any alarm or error message. Mmdg followed up with the initial reporter, who stated that the patient had not experienced any adverse effects and was doing well. (B)(4).

Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was performed and found no issues during the original build. When the pump was returned to mmdg for investigation, the pump operated within product specifications. The pump history was also reviewed and there was no indication that the complaint occurred as reported. Mmdg was unable to replicate or confirm the complaint. Based on this information, no MDR would have been required.

Event description:
The initial reporter stated that the "pump stops in the middle of feed, and sometimes alarm". They stated that they haven't noticed any alarm or error message. Mmdg followed up with the initial reporter, who stated that the patient had not experienced any adverse effects and was doing well. (B)(4).